Manufacturer narrative:
The factory had not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the paddle set failed to discharge.